Event description:
The device was returned from customer for service. During service by baxter technician, the device failed was found to have failure code 533 in the event history. The hosp rep. Stated thay have no record of any pt incident involving the pump since the last baxter service event.